Event description:
Customer reportedly obtained results of 63mg/dl and 251 mg/dl on the advantage system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed in the home.